Manufacturer narrative:
(B)(4). Physio-control downloaded the electronic records from the customer's device for review. Upon review of the electronic records, physio-control was able to confirm the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that after delivering a 200 joule shock to a patient, their device locked up and would not respond to any button presses. Medical personnel then removed and reinstalled the devices batteries and were able to restore power. The device was then used for the remainder of the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that after delivering a 200 joule shock to a patient, their device locked up and would not respond to any button presses. Medical personnel then removed and reinstalled the devices batteries and were able to restore power. The device was then used for the remainder of the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.